Event description:
The patient had stated the device was not working for his pain control and he wanted removed. The device was removed approximately 5 months after it had been implanted. Device and leads were removed intact.